Event description:
The tender committee, through procurement, informed the distributor of fiber shedding (linting) observed with the dressings during use. The shedding was considered a potential product quality issue, as it could result in foreign material being left in the wound, thereby impacting product safety and compromising suitability for clinical use. No patient harm or adverse event was reported in association with this issue. The complainant indicated that the affected products had been used and that fiber shedding was noted. A total of fifty dressing units were reported as impacted; however, the exact number of units used could not be confirmed. No photographs or other visual evidence of the issue were provided by the complainant.

Manufacturer narrative:
Device 17 of 50 e1: complainant country: qatar.per additional information, they have used the product and noticed the shedding. The full details are not available at this time as this happened during the tender technical evaluation. The information that was received is from the tender procurement not directly from the end user. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 1049092manufacturing site: 1000317571.